Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and nine months following the implant of this transcatheter pulmonary bioprosthetic valve, echocardiogram showed a high gradient was observed during routine follow-up. The patient remained asymptomatic. A high right ventricle (rv) to pulmonary artery (pa) gradient was observed with a severely fractured (type iii) valve. Three stents were placed and a second transcatheter pulmonary bioprosthetic valve was implanted. No adverse patient effects were reported.